Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The scope communication error e226 is an error caused by a communication error with the video system center. Based on the evaluation result, it is possible that the error e226 occurred because the electronic circuit was destroyed by water entering through the perforation of the camera cable, resulting in communication failure between the video system center and the camera head. Perforation of the camera cable may have been caused by reprocessing or storing the device with tweezers, forceps, scalpels, etc. The instruction manual provides preventive measures against perforation of the camera cable. By handling the device according to this instruction, the user can prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the appearance of the cable unit was damaged. There was a leakage from the damaged part of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error e226 occurred. Error code e226 means that the communication between the endoscope and video system center has failed. There was no report of patient injury associated with the event.